Event description:
A malfunction alarm identified as "malf 9" was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.